Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a periprosthetic fracture procedure the surgeon could not screw into the plate with the following: drill guide, locking screw and cerclage. Surgeon did implant the plate using cortex screws and completed the procedure. This is 3 of 4 reports for this complaint.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed, the investigation could not be completed; no conclusion could be drawn, as no product was received.